Event description:
It was reported that during a regular follow up the physician noticed several vt and vf episodes. They were not real vf episodes but atrial fibrillation. The ventricular rhythm were higher than vf zone cut off and shocks were inappropriate. However he decided to not change settings but to check the optimal pharmacology therapy to reduce ventricular rhythm. The physician will review the patient later. The patient status is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.